Event description:
As reported by the user facility: "while the nurse was removing the stylet, the safety device traveled 3/4 of the way down the stylet to the point and stopped before covering the sharp. Nurse was unaware of malfunction and stuck herself in opposite hand. IV needle was contaminated with patient blood and body fluids". Facility protocol was followed for needlestick injury. Not known if patient tested positive for bbp. Additional information provided by the facility indicated bloodwork protocol testing results for the nurse are confidential. However, it was reported the patient source tested negative for bbp. The lot number remains unknown.

Manufacturer narrative:
The actual device in the reported incident was returned to the manufacturer to be evaluated. The safety clip was located on the shaft of the needle and was not covering the tip of the needle. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available information has been provided to the actual manufacturer for evaluation.